Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for folate (folate iii). Both the initial and repeat results were reported outside of the laboratory. The initial folate iii result was 1.73 ng/ml. The repeat result was 13.29 ng/ml. The result of 13.29 ng/ml was believed to be correct. No adverse event occurred. The folate iii reagent lot number was 184303 with an expiration date of 05/30/2016. Calibration and quality controls were acceptable. It was noted that the customer is using 10 mm plastic tubes to run the samples on the e601 analyzer which is not recommended.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A temporary instrument issue is unlikely, but cannot be excluded since additional information was not provided. A general reagent issue can be exlcuded since quality controls were within the specified ranges. Based on the data provided, the possible root cause may be related to a preanalytic issue since the customer used 10 mm diameter plastic tubes which is not recommended.